Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Product discolored: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a feeling of "pain and pulling" and stated "surgeon said implants must be removed.". Patient has further reported capsular contracture (unknown baker grade) diagnosed by ultrasound. This relates to the left device. The device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported a feeling of "pain and pulling" and stated "surgeon said implants must be removed." Patient has further reported capsular contracture (unknown baker grade) diagnosed by ultrasound. This relates to the left device. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a feeling of "pain and pulling" and stated "surgeon said implants must be removed.". Patient has further reported capsular contracture (unknown baker grade) diagnosed by ultrasound. This relates to the left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.